Event description:
Patient arrived in cath lab for a cardiac catheterization. Procedure began with access to the right groin and diagnostic imaging showed a lesion in the proximal lad. Lesion was predilated with a 2.0 x 20mm takeru balloon. A 2.75 x 24mm synergy des was then passed down and across the lesion. Stent deployed to 20 atms. Upon attempted removal of delivery catheter, resistance was met. Catheter then released and was removed where it was noted the catheter was broken. Angiography showed the balloon markers were still in the vessel. Patient began to complain of chest discomfort and patient was intubated. Vascular surgeon was called to assist and successfully retrieved broken piece from body. Patient distress continued to escalate. Cardiac and respiratory arrest shortly followed. CPR began and attempts to place an impella device unsuccessful. Patient expired in cath lab.